Event description:
A report was received that during a permanent implant procedure the patient went into respiratory arrest. The procedure was aborted and no product was implanted. The patient was prescribed oral antibiotics and was reportedly doing well. The physician believes that the event was anesthesia related.

Event description:
A report was received that during a permanent implant procedure, the patient went into respiratory arrest. The procedure was aborted and no product was implanted. The patient was prescribed oral antibiotics and was reportedly doing well. The physician believes that the event was anesthesia related.

Manufacturer narrative:
There was no product involved, and nothing was returned to bsn as the patient was not implanted with our product.